Event description:
It was reported the insulin pump was alarming low battery. Customer uses the recommended battery. It has occurred two times. Customer stated the issues persisted after battery cap. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. No unexpected low battery or battery out limit alarms noted and the insulin pump power up properly after battery installation. The insulin pump has cracked case at display window corners, battery tube threads and with minor scratched display window.